Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 120 mg/dl at the time of incident. Customer stated that the insulin pump had a stuck button alarm and the center button was sticking. Stuck button troubleshooting was performed and customer was unsure if the insulin pump button was pressed down for 3 minutes or longer and it was exposed to a change in altitude. Customer was advised that removing and reinserting the battery cap can resolve the issue. The customer was advised to monitor and call back if issue persists. The insulin pump is not expected to return for analysis.